Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker was found in backup mode. Programming changes were made to restore the device. The patient was stable throughout.